Event description:
Product surveillance contacted the home patient on (B)(6) 2012 for a check heater line alarm which occurred on (B)(6) 2012. The patient reported that she was able to start over with new supplies. She did not notice anything unusual about the supplies, but she did report that the heater bag was too hot that night. The patient has been continuing therapy on the homechoice successfully since, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of over temp fluid delivered was not confirmed. The root cause was undetermined. A device history record review and service history review were performed for the device. No issues were found that could have caused or contributed to the reported difficulty.

Manufacturer narrative:
(B)(4). The sample was not available as the customer continued to use the device. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.